Event description:
It was reported that a guide wire fracture occurred. During a percutaneous coronary interventional procedure, after finishing the intervention and during removal of the choice pt graphix guide wire out of the vessel, the tip of the guide wire broke off. They were able to retrieve the guide wire tip with a snare. No patient complications were reported, and patient status is stable.

Event description:
It was further reported that the main problem was that the wire was trapped by the stent so that the physician had a lot of resistance removing the wire. That was the reason why a small part of the tip was lost but removed with a snare. There was no harm to the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).